Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic, premature battery depletion was observed. It was noted that the voltage had been consistently dropping at a greater rate than normal since implant. Device replacement was suggested. The patient was in stable condition and will continue to be monitored.

Event description:
New information received indicates that the device was explanted and replaced. The patient is doing well after the device was replaced.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported premature battery depletion was confirmed in the laboratory. A longevity calculation was performed and was found to be below the expected limit. High current was observed during bench testing and was traced to the rf module. The cause of the premature battery depletion was due to excess current on the rf module.